Event description:
The patient was undergoing a medical procedure in the inferior mesenteric artery (ima) using a lantern delivery microcatheter (lantern), a non-penumbra sheath and a non-penumbra catheter (0.035). It was reported that the patient¿s anatomy was tortuous. During the procedure, the lantern was advanced to the target location. Next, contrast was injected and it was noticed that the contrast was leaking from the lantern and the lantern was fractured. Therefore, the lantern was pulled out of the catheter and was not used for the remainder of the procedure. The procedure was completed using a new lantern, the same sheath and the same catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated: 1. Section b. Box 5. Describe event or problem evaluation of the returned lantern delivery microcatheter (lantern) confirmed fracture on the mid shaft. If the lantern is advanced against resistance, damage such as a kink and subsequent fracture may occur. This damage likely contributed to the reported contrast leak during the procedure. Based on the reported complaint, the patient¿s tortuous anatomy may have contributed to the resistance. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the inferior mesenteric artery (ima) using a lantern delivery microcatheter (lantern), a non-penumbra sheath and a non-penumbra catheter. It was reported that the patient¿s anatomy was tortuous. During the procedure, the lantern was advanced to the target location. Next, contrast was injected and it was noticed that the contrast was leaking from the distal part of the lantern and the lantern was fractured. Therefore, the lantern was pulled out of the catheter and was not used for the remainder of the procedure. The procedure was completed using a new lantern, the same sheath and the same catheter. There was no report of an adverse effect to the patient.